Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported a zapping sensation at the ins site. The environmental/external/patient factors that may have led or contributed to the issue are not known. The action/intervention taken to resolve the issue was they were reprogrammed over the phone and instructed to follow up with the office if necessary. The issue was resolved at the time of the report. Surgical intervention did not occur. The patient was asked if surgical intervention is planned, but it is unknown. No further patient complications have been reported as a result of this event.